Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 583 mg/dl. The customer was treated for the high blood glucose with insulin drip at a hospital on (B)(6) 2015. The customer stated that they lost their insulin pump. The customer was assisted with the process of receiving a new insulin pump.